Manufacturer narrative:
(B)(4). Meter, test strips and control solution were returned - product evaluation in-process. Most likely underlying root cause is pending investigation completion. Note: manufacturer contacted customer in a follow-up call on 10-may-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from back to back blood test results of 308, 108 and 94 mg/dl. The customer¿s expected am fasting blood glucose test result is 99 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was performed by the customer non-fasting and produced test results of 81 mg/dl and 96 mg/dl using true track meter; customer was satisfied with the results obtained. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 04/13/2023 and open vial date is (B)(6) 2021. The meter memory was reviewed for previous test result history (date not set): (B)(6).

Manufacturer narrative:
Sections with additional information as of 24-jun-2021: h3: was the device evaluated by the manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.